Event description:
It was reported that the patient experienced pain at the ipg site. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred in the year 2019.